Manufacturer narrative:
Iq200 urine microscopy reported uncontained leakage. It is unk if the leakage is biohazardous, however it was noticed to be clear. Customer had a spare tubing and replaced the part. There is a potential that leakage of pt specimen from the sample probe tubing that is connected to the pipette bypass valve (pbv) can lead to erroneously low results. No injuries were reported and nobody sough medical attention.

Event description:
Customer noticed that sample probe tubing connected to pipette bypass valve (pbv) is dripping clear fluid.